Manufacturer narrative:
The insulin pump was received with its operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test,prime/compromised force sensor system test, excessive no delivery test and displacement test. The unit passed the dat test at 0.08740 inches. The following physical damage was noted: cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2017 due to a high blood glucose of 552 mg/dl and diabetic ketoacidosis. The patient was treated with insulin. When his blood glucose decreased he was released. Troubleshooting was declined for the high blood glucose. The patient's blood glucose at the time of call was 73 mg/dl. The insulin pump was returned for analysis.